Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was not successfully implanted due to lead body damage. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead body damage allegation was not confirmed based on the field report . Visual inspection did not find any damage. It is possible that a puncture hole due to a back-loaded guidewire escaping the lumen "re-sealed" itself and could not be detected, but that is speculation, because the field report did not detail the type of lead body damage. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this lead was not successfully implanted due to lead body damage. The lead was never in service. No adverse patient effects were reported.